Manufacturer narrative:
Patient demographics such as age, sex and weight were not provided. Review of the provided raw and processed data did not indicate any instrument or panel issues. The possible cause of the reported misidentification could not be determined with the available information. However it is possible that the isolate is an atypical citrobacter isolate which is likely contributing to the identification discrepancy. Please refer to medwatch report number 2919016-2015-00107 for report of a similar event. (B)(4).

Event description:
It was reported that a misidentification of citrobacter species as yersinia entero group was obtained using the microscan neg urine combo 51 panel lot 2016-06-04. The isolate was a stool culture, tested twice on different dates and resulted to the same identification of yersinia entero group. Also, the specimen was sent to the (B)(4) department of health laboratory after each panel test by the customer, and the state lab identified the isolate as citrobacter species. The identification of yersinia entero group was reported out of the customer laboratory and an amended report was sent upon notification from the state lab stating the yersinia identification was not verified. It was reported that there was no change to patient treatment as a result of the misidentification and the patient had already improved by the time of culture. It was also reported that the panel qc was in range before and after the event and there were no underlined values on the qc diagnostics report.